Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient got a strong increase in stimulation from their implantable neurostimulator (ins) on occasion. The patient thought that would change when they recently got their new ins but they still felt the ¿surge¿. Impedance measurements were not taken. The representative was no aware of any device system issue. The current ins was a sensor device but that function was not turned on. It was recommended that the patient use the programmer to connect to confirm the settings the next time the surge in stimulation occurred. Follow up information received on march 3, 2017 reported that the representative spoke to the patient regarding the issue and relayed the recommendations to them and discussed possible positional sensitivities with the ins. There were no complications or that no further complications reported or anticipated.